Manufacturer narrative:
Section b5: additional information. Continuing pump power spikes are addressed under MFR # 2916596-2020-00846. Section d4, h4: additional information manufacturer's investigation conclusion: a specific cause for the reported sternal wound dehiscence/infection could not be conclusively determined through this investigation. A specific cause for the elevated ldh could not be conclusively determined through this investigation. Elevations in pump power/estimated flow were confirmed via the log file data provided by the account. Log file 91061218 contained data spanning from(B)(6)2019 at 15:56:07 to (B)(6)2020 at 10:47:00, per the timestamp. Transient elevations in pump power/estimated flow typically associated with pi events were recorded on(B)(6)2020 , (B)(6)2020 , and (B)(6)2020 . No notable vad-related alarms were captured. A specific cause for the change in pump parameters cannot be conclusively determined. Log file 91211527 contained data spanning from (B)(6)2020 at 06:42:03 to (B)(6)2020 at 15:16:54, per the timestamp. No notable vad-related alarms were captured, and the pump appeared to be operating as intended. The patient was hospitalized for a sternal wound dehiscence/infection on an unspecified date and the center reported pump power elevations, which have since returned to the baseline range. The patient¿s ldh levels were also noted to be above the baseline range of approximately 150-250u/l, beginning on(B)(6)2020 , and increased as high as approximately 700u/l on (B)(6)2020 . Since their admission, the patient¿s doppler blood pressures have ranged from 78 to 92 mmhg, their inr and plasma free hemoglobin levels have been within normal limits, the patient has not been experienced any respiratory distress, and they were noted to be stable overall. The patient remains ongoing on vad-12240. Additional information was requested from the account; however, none was provided. The heartmate ii lvas IFU lists infection and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Instructions regarding preventing infection are outlined in various sections of this document. Sections 1 of this document outlines pump speed, power, flow, and pi. This section explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook contains instructions on preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the infection was device related (pump pocket infection). The patient had an oxacillin sensitive coagulase-negative staph infection. The patient had weekly debridement and wound vac changes which eventually subsided due to adequate healing. The infection was resolved and the patient was on chronic suppressive antibiotics. It was noted that the patient was initially admitted with elevated pump power and elevated lactate dehydrogenase (ldh). Pump power spikes were noted to have eventually resolved. No additional information was provided.

Manufacturer narrative:
Gi bleeding history was reported under MFR# 0002916596-2014-01253. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient is in respiratory distress, on room air, with adequate saturations. The patient was hospitalized for a sternal wound dehiscence/infection and is currently stable. Patient has history of gi bleed. Additional information was requested but not provided.